Event description:
It was reported that the hcu30 device powered down during use. After multiple power downs, the device was swapped with another hcu30. No pt injury. Reference: (B)(4). Ref. MFR # 8010762-2014-00223.